Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system was explanted due to inappropriate shocks. A replacement has not been placed at this time. The physician elected to give the patient a loop recorder for monitoring. No additional adverse patient effects were reported. This product has been received by boston scientific for further investigation.